Event description:
A patient was scheduled for cystoscopy possible open for removal of bladder stone. Instrument tray containing the operative cystoscope was opened and the sheath for the lens was found in the tray with the inflow/outflow valve (located at the proximal end of the sheath)broken off. The surgeon attempted to use the instrument in this condition by holding his finger over the hole created by the broken valve. This was unsuccessful. It was decided at this time to proceed to an open procedure to remove the bladder stone.